Event description:
Medical devices such as diabetes glucose-test kit. I been using libre 2 glucose reader/sensor for a year now and had nothing but problem with the products, first it was the reader (was replaced) now it is the damn sensors that you put on yourself, many of them don't work or stopped working after being places. It is bad enough once it is placed you have to wait 60 minutes before using the reader. This is like the 3rd sensor that stopped working after placing on me. Getting tired of the (profanity). $175 for 2 of them because they are 14 day sensors which doesn't even cover a whole month. I have called and chatted several times about this (profanity), now I am tired of dealing with it. I made it clear will be filing a complaint wither with the FDA/(B)(6) as well the ag office. Wasting money is uncalled for then have to rely on my back up monitor(s) which why my pcp had me do this so I wouldn't have to keep pricking my fingers. This current sensor was put in to replace the one I had on me saturday which didn't even functioned at all, just got reading that sensor stopped working replace, how can it stop working if I just put I on me, any way replaced it yesterday morning 6:30 am (est) waited the hr, which it worked fine all day and last night, now here it is 1:20 pm monday and getting a sensor error reading again. I don't know where this product is made from us or china but enough is enough. I am glad I know the tell-tale signs when my sugar level drops below 70 just don't know how low it dropped to. Sometimes I have gotten down to 20-30 yeah, no fun considering I know have a new symptom when it drops that low. Deal with this (profanity) company. Pt code: 1912. Device codes: 1535, 2588. Ref: mw5177867.